Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a sphincterotomy procedure. According to the complainant, during the procedure, the preloaded guidewire could not be removed from the dreamtome. The preloaded guidewire appeared to be damaged at the connection of the stiff shaft and the floppy tip. The procedure was completed with another dreamtome rx sphincterotome. It was reported that there were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; "guidewire tip separated".

Manufacturer narrative:
A visual examination of the returned guidewire found a gap, approximately 1mm, between the flare section an pebax section. The damage present indicates that device encountered resistance. Based on the investigation results, the damage to the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.